Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output. It was noted that electrocautery was used. The device was explanted and replaced successfully. The patient was in good condition.